Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 266 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with compromised forced sensor alarm error alarm during basic occlusion test due to loose/protruded drive support disk. Unit was received with cracked end cap, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, partially broken reservoir tube lip, scratched reservoir tube window and stained end cap sticker.